Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: additional pro-codes: gxl, hwe device returned. Device history lot part # 05.000.008 synthes lot # 007882 supplier lot # 007882 release to warehouse date: 26 jun 2020. Supplier: triangle manufacturing. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: service and repair evaluation: it was reported that on (B)(6) 2021, during a weekly audit it was found out that the hand piece for battery powered driver reverse does not work. The repair technician reported the membrane is discolored, debris on motor and bearings. The device did not run in fast forward, forward and reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 01-mar-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a weekly audit it was found out that the hand piece for battery powered driver reverse does not work. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) hand piece for battery powered driver. This report is 1 of 1 for (B)(4).